Event description:
Original surgery on (B)(6) 2012. At that time, after final positioning of the implant, a pull-out test was carried out; the taper between the humeral head and the adaptor taper was found to be secure. Then, a x-ray with no date shows the post-op disassembly of the humeral head from the adaptor taper. The adaptor taper remained well fixed on the proximal humeral body, while the humeral head was "floating" on the shoulder joint. The pt reported a loss of range of motion. The revision surgery has been performed on (B)(6) 2012. The event and the two surgeries took place in (B)(6).

Manufacturer narrative:
There were no complications during original surgery. The x-ray received shows the complete disassembly of the humeral head from the adaptor taper with no apparent cause; this required a revision surgery 2 months after the original one. We checked the DHR of the humeral head and the adaptor taper, which are the suspected components. We did not find any anomaly which could have contributed to this early disassembly. We also received the explants, so we could perform a further dimensional check on the humeral head and adaptor taper. All their dimensions are compliant with specifications. Also, we tried to couple the two components as per surgical technique, and we obtained a proper and stable coupling. This is the first time we received information on a disassembly between humeral head and adaptor taper. Our analysis suggests that both the products could perform well during surgery. No corrective actions have been defined.